Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately high results compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the afternoon, the patient reported obtaining readings of "144, 143 and 163mg/dl" on her lfs meter. It is unknown how much time passed in between the readings. The patient reported using oral medications including metformin 500mg, 4 times a day with diet and exercise to manage her diabetes. The patient reported taking her usual dose of medication on (B)(6) 2012. The patient reported 20 minutes later, she developed symptoms of feeling "sweaty and lightheaded." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were in good condition. However when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she made no changes to her usual routine and therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.